Manufacturer narrative:
Updated sections: d9, h3, annex codes: b, c, d. Device evaluation: the prograsp forceps instrument was received and failure analysis found the instrument to have the grip pin missing at the distal end.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, a screw in the jaw of the prograsp forceps instrument came out. During the procedure, a device fragment fell inside the patient while retracting tissue. The surgeon could not identify the cause of the fragment issue. The fragment was successfully retrieved using a laparoscopic instrument, and all pieces were visually confirmed to have been removed. No additional surgical procedure was required, and no post-operative tests, such as x-rays or ultrasounds, were conducted to check for remaining fragments. The procedure was completed robotically without the need for a backup instrument. There were no injuries to the patient, and the patient has not returned to the hospital with any complications related to retaining a foreign object.

Manufacturer narrative:
The intuitive surgical, inc. (Isi) prograsp forceps instrument has not been received for failure analysis evaluation. A review of the provided image shows the grips pin has dislodged, likely leading to the misalignment of the grips.